Manufacturer narrative:
(B)(4). Concomitant medical products: m2a 1 pc shell 38mmx52mm, pn 15-105052, ln unknown. Associated: taperloc bm/pc 10.0 x 140mm t1, pn 103204bm, ln unknown. Reporting source: (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00445.

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. It was also reported that the patient suffered metallosis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.